Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, micl13.7, -9.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct glare/haloes but it did not resolve the problem. The reporter stated "glare/aberations improved but still present. Per updated information the reporter reported that the lens remains implanted but the patient has residual refractive error and glare. Lasik for residual astigmatism is planned. If additional information is received a supplemental medwatch report will be submitted.